Manufacturer narrative:
Exemption e2015054. (B)(4). Three complaints were received during this report period. One has an investigation which is currently pending. Two were determined to be misapplication. All 3 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "3" malfunction events which are associated with the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. These reports were received from various sources. Patient information was not confirmed for these 3 events.